Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 12/07/2022 by a sales representative via sems that an ar-8400rbe burr broke off during a case and left metal shavings behind. Metal shavings were removed. Case involvement, device broke during use.